Event description:
One of our surgeons attempted to place some malyugin rings today and 4 of them did not work properly. All of our rings are from the same lot number (214857) and I have a total of 17 unused, along with the 4 damaged. One of our other surgeons also had an issue with one a week ago. No patient injury reported.